Manufacturer narrative:
Concomitant medical product: 4524-53 lead, implanted: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implant that the right ventricular (rv) lead exhibited high thresholds. The lead was unable to be repositioned and explanted and replaced. No patient complications have been reported as a result of this event.